Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. There was no unexpected low battery or off no power alarms on the device. The insulin pump passed off no power test, self-test, displacement test, rewind test and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during testing. The functional testing including the unexpected restart error test, occlusion test, priming test and excessive no delivery alarm test were all unable to be completed due to motor error alarm. The insulin pump had scratches on the lcd window during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call high blood glucose, motor error alarm and hospitalization. Customer's blood glucose level was 375 mg/dl. Customer's doctor stated that the patient suffered a stroke related to high blood glucose levels and was hospitalized. Customer was off of the insulin pump 2 days prior to the hospitalization. Customer declined to troubleshoot the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.